Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to low shock impedances. Additional information was provided that the patient was brought to their clinic for follow-up, during which all lead measurements were noted to be normal; thus the patient will continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.